Event description:
Patient presented with redness, swelling, and drainage of the device pocket and lumbar region. It is unknown to the hcp reporter if a culture was done. The patient was treated with both oral antibotics and total device system explant. The patient outcome was reported as ongoing. The patient experienced no drug withdrawl. The patient had risk factors of malnutrition and debilitated.